Manufacturer narrative:
The information provided in this report was based on information givenby the dentist in neodent¿s products warranty form that was recorded inthe system and is used by both the manufacturer and the subsidiary. Theoriginal complaint and the product were received by the subsidiary anddid not arrive in the manufacturer yet. When this happens, a newevaluation of the complaint will be carried out and, if necessary, a newfollow-up report will be send.

Event description:
(B)(4)¿ the dentist reported that 2 months and 18 days after the dental implant was installed in intraoral region 10#, its non- osseointegration was observed. Moreover, the patient presented bone type iii and bone graft was placed.